Event description:
A customer reported a cartridge alarm occurring during the pumping process. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. The support team (cts) resolved the issue by sending a replacement pump with updated software, along with offering training through the customer's tandem source account.